Event description:
It was reported that a nurse practitioner's dell x50 handheld device was freezing on the interrogation successful screen (reported in MDR 1644487-2010-02055). Once a hard reset was performed, the handheld was stuck on the "align screen" screen. This MDR is being submitted to capture the handheld device freezing on the "align screen" screen. The nurse practitioner was sent a replacement handheld. Good faith attempts to obtain the handheld that was not performing properly have been unsuccessful to date.